Event description:
It was reported that during a da vinci assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported when they installed a 30 degree scope the image was inverted. The csr informed they restored default settings and tried another 30 degree scope with no change. The csr also informed they rebooted the system and that resolved the issue. Error logs show no scope related errors. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter does not remember the serial no of the endoscopes. The issue occurred with a 30-degree endoscope and another 30-degree endoscope was used as a replacement. However, the second endoscope also experienced the same issue. The customer rebooted the system to resolve the issue. The endoscope will not be returned and continues to be used for further procedures.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after rebooted the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.